Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) did not deploy correctly. Used side bitter to complete case. No patient harm and nothing left in patient. The hospital did not report any patient effects.

Event description:
The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. A photographic evaluation was done based on photographic evidence provided by the hospital. A visual inspection of the photographic evidence was conducted. Two delivery devices were observed with indications that the device on the right side was the device involved in the reported event. The seal was located outside of the delivery tube, and was observed to have remained raveled, with specks of blood observed. No visual defects were observed with the seal. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. It was unclear if the delivery device was deployed as the blue slide lock and white plunger were not shown clearly in the photograph. Based on the photographic inspection, the reported complaint ¿activation problem¿ was not confirmed.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). A lot history record review was completed for lots 25153151, 25151996, and 25150767; the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for lots 25153151 and 25151996. There was one ncmr reported for lot#25150767, which is not related to the reported event. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. A photographic evaluation was done based on photographic evidence provided by the hospital. A visual inspection of the photographic evidence was conducted. Two delivery devices were observed with indications that the device on the right side was the device involved in the reported event. The seal was located outside of the delivery tube, and was observed to have remained raveled, with specks of blood observed. No visual defects were observed with the seal. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. It was unclear if the delivery device was deployed as the blue slide lock and white plunger were not shown clearly in the photograph. Based on the photographic inspection, the reported complaint ¿activation problem¿ was not confirmed.